Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 21:13:34. During night drain cycle four, the patient's ultrafiltration reading was 1728 ml, indicating the home patient (hp) drained 1098 ml more than their maximum programmed fill volume of 1800 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported increased intra peritoneal volume (iipv) condition. The cause was undetermined. Should additional relevant information become available a supplemental report will be submitted.